Event description:
Report 4 of 4. It was reported that when using one (1) bd vacutainer® safety-lok¿ blood collection set, there is difficulty activating the safety mechanism, causing a used needle stick injury to the user. Reported verbatim: "recently, a good number of needle stick injuries have happened when an employee attempts to initiate the safety mechanism on the wingset needle after a blood draw is complete. A lot of the times, the employee says that the mechanism gets stuck and their fingers slip, causing the needle stick injury. Update: there were a total of 4 employees who sustained needle stick injury after use of butterfly. One was in outpatient hiv clinic, one in 4e, one in 3e, and one in 6w ICU. 3 closed cases due to negative source lab results and the fourth remain open until 4 months post-exposure due to +hiv source. No employees required hospitalization."

Manufacturer narrative:
The following fields were updated due to additional information: h.1: a0201 - product quality problem (1506). Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (nipro). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown . A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 4 of 4. It was reported that when using one (1) bd vacutainer® safety-lok¿ blood collection set, there is difficulty activating the safety mechanism, causing a used needle stick injury to the user. Reported verbatim: "recently, a good number of needle stick injuries have happened when an employee attempts to initiate the safety mechanism on the wingset needle after a blood draw is complete. A lot of the times, the employee says that the mechanism gets stuck and their fingers slip, causing the needle stick injury. Update: there were a total of 4 employees who sustained needle stick injury after use of butterfly. One was in outpatient hiv clinic, one in 4e, one in 3e, and one in 6w ICU. 3 closed cases due to negative source lab results and the fourth remain open until 4 months post-exposure due to +hiv source. No employees required hospitalization."